Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7081717.

Event description:
It was reported that the patient had a stitch that did not dissolve at the ipg site, and she had more stitches placed to ensure full healing. Symptom of itching was noted. No device malfunction was suspected. Additional information was received that the patient was prescribed with antibiotics due to having the same issue. Additional information was received that all components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively. Further testing was done and infection was ruled out.

Event description:
It was reported that the patient had a stitch that did not dissolve at the ipg site, and she had more stitches placed to ensure full healing. Symptom of itching was noted. No device malfunction was suspected. Additional information was received that the patient was prescribed with antibiotics due to having the same issue.

Event description:
It was reported that the patient had a stitch that did not dissolve at the ipg site, and she had more stitches placed to ensure full healing. Symptom of itching was noted. No device malfunction was suspected.